Manufacturer narrative:
Conclusion - bd received photos and two siemen's instrument sample probes from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, the instrument sample probes were analyzed through ftir and it was determined that there was trace amounts of separator gel on the exterior tip of the probes. Bd is aware of the product issue and further investigation has been initiated. The investigation is still on-going and improvements will be made as the potential causes of the indicated failure mode are identified. A review of the manufacturing records was completed for the incident lot number and no issues were identified. Investigation - based on evaluation of the photos, the customer¿s indicated failure mode of poor barrier separation with the incident lot was observed. Root cause - based on the investigation, a root cause could not be determined; however, a CAPA has been initiated to document the investigation and root cause analysis of the reported incidents. The CAPA investigation is currently on-going and will be updated as potential root cause(s) are identified.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes "(B)(4) - gel migration"